Manufacturer narrative:
According to the patient, the velcro hook broke and became undone, which caused a fall and an injury to the patient's ankle. The patient mentioned that he did seek medical attention in form of x-ray. The product was not returned, and it is difficult to pinpoint the failure based on the customer description as there are two hook and loop straps on the product. Therefore, there are a variety of factors that must be considered regarding why the hook didn't adhere properly to the loop. These factors may include, shoe size too small, loop worn out due to repeated use, user error during donning. This is a newly identified failure; therefore, no action is required at this moment. Attempts have been made to contact the customer for additional information regarding what, if any, injury occurred. No reply from customer. Customer service followed up to get patient status on many occasions with no response from patient. Dates follow up was performed: (B)(6) 2018, (B)(6) 2018 - (B)(4).

Event description:
Patient claimed he fell, when the velcro failure on the dh offloading post-op shoe and had to seek medical attention in form of an xray for his ankle.